Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 57 mm in diameter abdominal aortic aneurysm. It was reported that, approximately three years and four months post index procedure, a CT revealed that the left endurant limb had a distal type I endoleak. The physician performed an intervention. The secondary procedure involved embolization of the left internal iliac artery followed by an implantation of an endurant ii 16x13x93 implanted inside the left common iliac limb of the existing stent graft and extending into the left external iliac artery. The final angiogram revealed that there was no longer a type 1b endoleak. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.